Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer reported issue was not confirmed. However, the investigation found additional malfunction: there was no image. Based on the results of the investigation, the most probable causes of the reported event were most likely due to damage or deterioration of parts, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope displayed error e-216. The issue occurred during set up and inspection for use, before patient in the room. There was no report of patient involvement.